Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that initial false negative architect b-hcg results were generated on the i2000sr analyzer. The repeat results were positive. ID (B)(6): <1.20 miu/ml; repeat 952.43 miu/ml. ID (B)(6): 4.34 miu/ml; repeat 14383.66 miu/ml. ID (B)(6): 1.75 miu/ml; repeat 123.92 miu/ml. ID (B)(6): 1.65 miu/ml; 71.33 miu/ml. ID (B)(6): 1.50 miu/ml; 82.20 miu/ml. ID (B)(6): 1.37 miu/ml; 341.09 miu/ml. ID (B)(6): < 1.20 miu/ml; > 15000.00 miu/ml. ID (B)(6): < 1.20 miu/ml; 402.76 miu/ml. There was no report of impact to patient management.

Manufacturer narrative:
The customer reported that false negative architect total (B)(6) results were generated on the architect i2000sr analyzer. An abbott field service engineer (fse) checked the instrument, ran reproducibility tests and downloaded the instrument logs and found no technical failure. The issue was determined to be due to one of the bulk solutions. It was determined that the customer had used an incorrect dilution for the concentrated architect wash buffer. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.